Manufacturer narrative:
(B)(4). Batch # r5ah68. Investigation summary: the analysis results found that one psee60a device was returned with the anvil bent upwards and with a gst60g reload loaded on the device. The reload was received partially fired 2/3 with the cartridge deck damaged. Furthermore the anvil knife slot was noted to be damaged and the knife jammed. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # r94w8w. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Following information requested but unavailable. To date, no response has been provided. Should the information be obtained at a later date, a supplemental report will be submitted: was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open?

Event description:
It was reported that during an unknown procedure, the stapler wouldn't open. Unknown if the stapler was inside or outside the patient. Unknown how the procedure was completed. There were no patient consequences reported.